Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Hold for ww 03/22/2018.additional information received from consumer on 2017-sep-15 reported the patient was in the hospital for 2 months for a surgery. It was noted that they had a stack of papers with prescriptions that a healthcare professional (hcp) gave and they refilled it at the hospital. It was noted that the patient was dismissed because one of the prescriptions filled at hospital was oxycodone, which the patient was not supposed to have. It was noted that the pump ran out sometime in (B)(6) 2017. It was noted that the pump used to alarm once, and in (B)(6)t 2017 the pump would now alarm 3 times. It was reviewed that the hcp would refill and monitor the pump and the patient. They were to follow up with the hcp, and would call back if hcp listings were needed. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen via an implanted pump. The patient¿s medical history included that beginning in 2001 her legs had been getting really, really tight since she had been in the chair. She took oral baclofen to loosen them up. She had also had frequent urinary/bladder infections since 2001 because she self-catheterized and this was another reason her primary care physician gave her oral baclofen. In 2003, the patient was on the highest dose of medication, so had her first baclofen pump put in. The indication for pump use was spinal cord injury/spinal cord disease and intractable spasticity. On (B)(6) 2017 the patient was calling for physician listings. Her pump was critically alarming. From (B)(6) 2016 the patient was in the hospital for something not related to her infusion system. When she was released in (B)(6) 2016 they gave her an oral prescription of hydrocodone. The patient¿s pump managing physician told her not to get that filled. The patient stated that she used to be refilled every 3 months to keep the potency and was told in (B)(6) 2016 that she was due for her refill. She went in to her pump managing physician in (B)(6) 2016 and got her last refill and oral medication. Per the patient, she was dismissed due to refilling the oral pump medication through the hospital. Per her telemetry printout the pump was going to alarm in a year for a refill which would be 2017. About two weeks ago in (B)(6), her pump started alarming and had been critically alarming. The patient stated that she wasn¿t really sure what she was going to do until the alarm started going off and then she worked on trying to find someone to refill the pump. She had been having difficulty finding a physician since being dismissed. She was looking for listings through her insurance and the people they provided didn¿t take her insurance. Per the patient, the pump had been empty for a month. She hadn¿t been doing anything about her pain management. She went to her primary care physician who gave her an oral script for hydrocodone and oral baclofen as needed when her legs got really tight and if she got bladder infections. No further patient complications have been reported as a result of this event.